Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic pancreatic surgery that was performed in the operating room, the patient developed lymphocele. The procedure itself was completed without issue; however, after the procedure, chylous ascites and lymphocele into the left pelvic cavity were observed and showed no signs of decreasing, and lymph leakage was observed in the left pelvic cavity and lymphangiography was then performed. Subsequently, the leakage of lymph fluid decreased, and the patient is scheduled for release on (B)(6) 2025. Additionally, the physician has commented that other factors may be considered (such as insufficient clips, etc.). This is not a life-threatening procedure that required immediate intervention and the patient's condition was stable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction on h6- health effect - clinical code: from e2403 to e2015. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.